Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a ¿catheter restriction¿ alarm was generated. The customer could resume pumping each time, but only for a few seconds. The patient had cardiac arrested earlier and the iab catheter was readjusted by the md. Since then, the restriction alarm had been present. There was no blood or visible kink in the helium tubing. The customer was instructed on the ¿fill¿ key, turning the patient, and manipulating the sheath hub with a gloved hand. The patient was tilted while attempting to resume pumping. The augmentation control was decreased but the alarm resumed. At that point the md at the bedside made the decision to remove the iab.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.